Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported right side deflation. Device has been explanted.

Event description:
Healthcare professional reported right side deflation. Device has been explanted.

Manufacturer narrative:
Device evaluation: analysis of the returned device identified: opening on anterior, opening on valve and crease fold. Leak test and microscopic analysis was performed which identified: striated opening, crack opening and wear abrasion. Based on the device analysis the final assessment is: a cracked valve seat diaphragm valve. A striated opening assessed as surgical damage like consist in the use of some surgical tool.